Event description:
It was reported that following an atrial fibrillation ablation, the right atrial (ra) and right ventricular (rv) leadless pacemakers (lp) went into backup mode. Both the ra and rv lps were able to be restored to normal functioning mode. The patient was stable and will continue to be monitored.